Event description:
Description of incident: on (B)(6) 2013, a st. Jude medical model 3077 external pacemaker manufactured by osypka medical (B)(4) was used at (B)(6) hospital, on (B)(6) 2013 with an attachment in (B)(6) language dated (B)(6) 2013 reporting the following incident translation from (B)(6) to (B)(6) according to our best efforts: "on (B)(6) 2013, the temporary pacemaker was used because of episodes with heavy bradycardia due to autonomy disfunction. The pt experienced any asystole at 04:35 for 25 seconds, probably triggered from hypotoxy. The pacemaker failed to overtake the rhythm at bradycardia below 50 bpm. Inspection of the pacemaker revealed that the black output wire was disconnected from the pm pacemaker and the connector was plugged in very loose. Apparently the wire should have been screwed tighter in order to avoid a disconnection due to movement or transfer. Result of incident: pm pacemaker should have begun stimulating at a intrinsic rate less than 50 bpm, which did not occur. In case of a hypotoxic triggered heat contractions cardiac massage would have helped. Pt was reanimated and has psychological impact after the episode."